Event description:
The user is questioning the analysis of the device during deployment. Pt outcome is unk at this time.

Manufacturer narrative:
(B)(4). Product evaluation pending the return of the device.